Event description:
The customer reported to olympus that the endoscope reprocessor light guide cable is flashing, cannot drain, and drain filter was clogged. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that the reprocessing was poor due to foreign objects found in reprocessing basin after reprocessing. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the basin, there were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the material was small black dots. However, the definitive identity and root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.